Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and chest wall stimulation. It was reported that the patient was implanted with a device in (B)(6) 2014 and the leads had to be removed in (B)(6) 2014. When the lead was placed the patient was too far under anesthesia that when the patient was asked if they could feel stimulation they said yes. When the patient woke up stimulation wasn't in the right spot. There was a revision scheduled in (B)(6) to fix the stimulation location and when the patient was opened up they had an infection. The infection was by the spine. The patient had antibiotics for 6 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.